Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system had an error where the user turned the machine back online. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an error where the user turned the machine back online. A technical support specialist (tss) connected to the station and logged in as carefusion admin, stopped services and performed data backup following knowledge article ¿how to create a station database backup¿, executed manual recovery as per knowledge article ¿manual recovery required - data sync invalid upload change tracking value¿, saved the report and database backup in electronic protected health information and d:\support, and monitored logs identifying ¿no variation in change tracking version¿. The station was fully synchronized with the server, with both the last upload and last download reflecting the current date and time. The customer confirmed that the issue was resolved and that the system was functioning normally. The system functioned as intended after the technical support specialist troubleshot the device.